Event description:
The following was reported to hamilton medical ag: customer reports unit not charging and missing p&t knob. No patient involvement.

Manufacturer narrative:
It was verified that unit is not charging. We replaced defective power supply to correct problem. Installed replacement p&t knob. Device works as intended. Hamilton medical ag case number is: cer#:(B)(4).